Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer's blood glucose (bg) level was elevated at 400 mg/dl. The customer treated via multiple daily (insulin) injection. Tandem technical support performed system check, and no issues were found (pump performed as intended). Customer was advised to consult with their healthcare provider regarding managing elevated bg values.